Event description:
It was reported that the patient came in to clinic to receive new pacing programming. Once the change was made, the ventricular leadless pacemaker (lp) displayed a reading of "longevity: unavailable". Programming changes were made and the issue was able to be resolved. The patient was stable throughout.